Event description:
Account alleged the bed exit was set and did not alarm. Pt got out of bed and fell, no injuries were reported.

Manufacturer narrative:
Tech reported that bed exit was not activated when the pt fall occurred. Tech found that the bed functioned as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.